Event description:
Reported by health professional as - leak of lap-band system, identified to be thinning of port tubing.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. No additional info has been reported to allergan regarding the serial number, the implant date, diagnostic testing or pt start weight. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or connector tubing."